Event description:
We have three young children with type-1 diabetes in our home (ages 9, 7, and 7). All use the dexcom g7 constant glucose monitors. We recently experienced failures on 5 dexcom g7 units within 24 hours of application, requiring us to use replacement units not covered by our insurance policy. We reported these failures to dexcom with a request for replacements. Dexcom refused to replace the units because we did not retain original serial numbers. Reference report#: mw5168590, mw5168591.